Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported, that this right ventricular (rv) lead was not successfully implanted. As it could not be passed through the tip of the sheath. Additionally, there were no kinks or other abnormalities in the sheath was noted. Moreover, the mannitol had already dissolved, it was expected to catch on the intracardiac structures. And since the physician pointed out the malfunction. This lead, the physician opted to use a different lead. And the procedure was completed without problems. This lead was never in service. No adverse patient effects were reported.